Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 3.0mm x 15mm wolverine peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and a pinhole was noted near the balloon shoulder. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.